Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported ever since implant they will experience intermittent overstimulation sensations "grabbing" them which usually occurs about a week after making therapy adjustments. Patient stated they will feel a grabbing sensation as if the stimulation is too high that hurts on their right side. Today patient had an episode where they almost fell because they felt the sensation in the middle of the bottom part of their spine and their legs almost went out from under them. Patient is also experiencing urinary retention stating they can hardly pee. Patient had already contacted their managing physician's office and the nurse told them they had to call about this. The patient indicated there is not specific activity or position when the grabbing sensation occurs. It could happen while walking or laying down. Patient indicated they had already tried decreasing amplitude and trying differ ent programs prior to calling. Recommended patient consider turning therapy off until they can follow up with managing physician.